Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing diabetic ketoacidosis and admitted in emergency room. Date and treatment of emergency room was unknown. Customer stated that top arrow button was sticky and insulin pump rejecting new batteries. Insulin pump will not be returned for analysis.